Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
This is a report of a transfer set in which the tubing had a purplish discoloration that occurred during use. The transfer set had been in place for two months. There was no patient injury or medical intervention associated with this report.